Event description:
Customer reported the insulin has an unexpected restart. Customer stated the device was not stored for an extended period and the alarm did not occur shortly after putting a new battery; the battery was changed the day before. Customer also reported that he received other alarms during prime sequence. Customer stated he received a button error alarm. Customer was wearing the device in the pool and insulin pump was exposed to moisture but fluid is not visible. Blood glucose 277 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, self test and the error alarm test did not happen. The device was monitored and no a different alarm noted. The unit was received with intermittent button response due to corroded keypad traces. No button error alarm noted. However, the insulin pump was received with moisture damage at the motor and electronic assembly. The unit was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip.